Manufacturer narrative:
No unexpected motor error alarms, blank display anomalies, off no power alarms, or failed battery test alarms noted during testing. No unexpected off no power anomalies noted; off no power feature functioned properly. Passed displacement test, rewind test, basic occlusion test, and off no power test. The operating currents were in specification, motor was tested outside of the unit and passed. Unable to prime during prime/compromised force sensor system test due to loose/flush drive support disk noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted. (B)(4).

Event description:
The customer reported via phone call that every other day he had to change the insulin pump's battery. The insulin pump alarmed motor error during a basal. The customer was able to complete the rewind sequence. The insulin pump alarmed failed battery test and off no power. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.